Event description:
It was reported that the haptic of the intraocular lens (iol) would not position in the patient's eye during implant. The lens was removed and another lens implanted. During the second surgical lens implant, an incision enlargement was required. The patient was to see a retinal specialist post operatively. In follow up it was reported that the patient was doing fine.

Manufacturer narrative:
(B)(4). Prior to release to market, the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The device was returned to the manufacturer. The sample was inspected with a microscope at 10x magnification. Visual inspection revealed surface residuals (fibers, particles) on the lens surface that were compatible with handling the lens out of a sterile environment. No other unacceptable cosmetic defects were found in the returned lens. All pertinent information available to the manufacturer has been submitted.